Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing. It was reported that the patient was pushing a car at the time. An attempt was made to replace this system with a transvenous cardiac resynchronization therapy defibrillator (crt-d), however, a right ventricular (rv) defibrillation lead implant was unsuccessful due to the patient vasculature and the procedure was ended. Defibrillation threshold (dft) testing was performed with this system and the time to therapy was noted to be 25 seconds, which, the physician felt was long. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.